Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. A cartridge change was performed resolving the issue. Subsequently, a cartridge change error message occurred. A new cartridge was successfully loaded, and customer resumed insulin therapy. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump was successfully charged. Customer declined troubleshooting with tandem technical support. Blood glucose was 121 mg/dl.